Event description:
Implant date 2006, it was reported that "the screw had backed out about 2mm". The pt has no reports of any complications. It was reported that a revision surgery is not planned at this time.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.